Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic enhanced meter. The pt's blood glucose results were 202 mg/dl tests were done within 10 minutes with a difference of >20%. (Per reported issue noted) pt did not experience any adverse events. No further info has been reported. Note - customer has been cleaning meter incorrectly and does not have check strips. Codes on meter and test strips do not match.